Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the infusion device was delivering an inaccurate amount of insulin resulting in elevated blood glucose levels. The patient works at the hospital and her blood glucose level was over 700 mg/dl on (B)(6) 2021 at 9:30 a.m. The patient experienced symptoms of feeling bad and had stomach ache. The patient was admitted into the intensive care unit and was treated with insulin via intravenous infusion. The patient was still currently in the hospital.